Event description:
Device displayed error message 200m "the mapping connections are not detected", appeared on the carto system. The catheter was found to be defective, and was replaced by a new catheter. Procedure continued without any further problems. There was no patient harm.